Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx drug eluting stent to treat a very tortuous, heavily calcified lesion in the mid circumflex. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion as the lesion was heavily calcified. Excessive force was not used. It was reported that stent deformation occurred during positioning. It was reported that the stent struts were winged out. Patient is fine. Another stent of the same size was used to complete the procedure.